Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. During procedure, insulation damage was visualized, and blood infiltrated the insulation. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.